Event description:
It was reported that the device exhibited system fault 41,541 and a latch lock error. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. The event history log was unable to be downloaded due to the alarm. Functional testing was able to verify the reported issue. It was determined that the main board was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.